Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was black spot found on the dressing.¿ the product was not used. A photograph depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
H.4: correction to the device manufacture date from 10/22/2019 to 10/31/2019. Lot 9k03050 was manufactured on 31 october 2019, in bodolay line, with a total of (B)(4) ea. Compliance engineer performed a batch record review on 29 september 2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: a photograph associated with this case were received. No unused return sample has been received for this complaint. Conclusion summary of the related event: based in the analysis phase conclusions, the issue of black spots on products reported by the customers was attributed to the following probable causes: 1. Material: embedded spots - allowable for cmc material, present in all dressings in varying degrees and evidence of pectin and pentalyn contributing to spots due to change color. 2. Machine: high temperature at mixer 06 may cause mass burned. 3. Method: residues of mass accumulated in the mixer extruder screws reaching to the product as part of the normal mix of mass process. A corrective/preventative action CAPA plan was generated for mitigate the probable causes identified. The investigation associated with the root cause has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.